Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed by using the mobile c arm. The philips field service engineer (fse) inspected the system on site and upon troubleshooting the generator, found that ips was not supplying 24 v. The review of system log files showed that the x-ray generator was not connecting, confirming the reported issue. The fse replaced the ips to resolve the issue, restoring the normal system functionality. The defective ips certeray r5 was returned for analysis, and result indicated failure in power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.